Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the info provided, as the part and lot numbers required to review the device history records were not provided. Although the complaint is non-verifiable, provided info states the products were not suspected of failing to meet specifications. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt was revised because of painful hardware.